Manufacturer narrative:
Additional information was received from the complainant on 8/20/2018, the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the catheter fractured. The distal portion of the catheter remains in the pulmonary artery and will not be removed. The port body will be removed in approximately two days. There was reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one x-port isp with groshong catheter were returned for evaluation. Visual inspection noted a complete circumferential break 8.1cm distal to the port body . The fracture was smooth and rounded with slight catheter buckling, which is typical of flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately five years and ten months post port placement, the catheter allegedly fractured into two segments. The distal segment migrated into the pulmonary artery and was retained within the patient. It was further that the proximal segment and port were removed approximately two days after the distal segment. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one x-port isp with groshong catheter were returned for evaluation. Visual inspection noted a complete circumferential break 8.1cm distal to the port body . The fracture was smooth and rounded with slight catheter buckling, which is typical of flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately five years and ten months post port placement, a CT examination was performed prior to scheduled removal procedure allegedly found the catheter fractured into two segments. The distal segment migrated into the pulmonary artery and was retained within the patient. It was further reported that the proximal segment and port were removed a few days after the CT scan. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fractured. The distal portion of the catheter remains in the pulmonary artery and will not be removed. The port body will be removed in approximately two days. There was reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one x-port isp with groshong catheter were returned for evaluation. Visual inspection noted a complete circumferential break 8.1cm distal to the port body . The fracture was smooth and rounded with slight catheter buckling, which is typical of flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Additional MFR narrative: model # (expiry date: 04/2017), date received by MFR., describe event or problem, brand name, model #, PMA/510k.

Event description:
It was reported that approximately five years and ten months post port placement, the catheter allegedly fractured into two segments. The distal segment migrated into the pulmonary artery and was retained within the patient. It was further reported that the proximal segment and port were removed approximately two days after the distal segment. The patient status is unknown.